Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebn0952 showed four other similar product complaints from this lot number.

Event description:
It was reported by the facility to the sales rep that they are experiencing kinking on 5 french PICC lines. The alleged kinks are said to be below the reverse taper. This file will address the PICC that had an external length of 14cm with a kink occurring external to the patient. The facility reported that one of the 5 french piccs was removed but not replaced. The piccs are said to be secured with a statlock and dressed with either tegaderm or tegaderm chg.